Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported, the mobile transmitter was burned. Additional details were requested but unable to be provided. No adverse events were reported due to the mobile transmitter.